Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Product ID neu_ ens_stimulator, product type: external neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was high impedance greater than 10000 ohms on electrode 1. This occurred during a procedure and the lead was not implanted; a different lead was used. An alternative trialing cable and external neurostimulator (ens) were used to troubleshoot but the high impedance on electrode 1 continued. The patient was noted to be alive with no injury and no patient symptoms were associated with this event. Follow-up determined that no lead fractures were noted. The replacement implant occurred the same day as the initial implant; the lead was never implanted. The patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.